Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to seizures on unknown dates with blood glucose level of 15 mg/dl at first time and 20 mg/dl during second time. The customer disconnected from the insulin pump because it had almost killed them. The customer was back on manual daily injections. The insulin pump will not be returned for analysis.